Event description:
Pt has been treated for hypertension & hypercholesterolemia in the past. One lesion was treated 19 months ago. Two endeavor stents were implanted (overlapping), (see MFR#2953200-2008-00312). Two days later, the pt complained of chest pain. The physician assessed the event as a q-wave mi. The location of the infarction was reported as anterior & inferior. ECG v1-3 st segments elevated. Iib/iiia receptor blocker and heparin were given soon. At 1.5 hours later, angiography was performed, which showed proximate of lad occluded (target lesion revascularization). Pt was reported to be on anti-platelets within 24 hours prior to the event. Bmw wire passed through the occlusion, reached the distal segment. Thrombus aspiration and r-tpa 25 mg were used. As a result, there was almost no thrombus in lad, timi 3 grade flow. The investigator assessed a possible/probable relationship of the mi and revascularization event to the endeavor stent. It was reported that the pt was asymptomatic at the 30 day, 6 month and 12 month follow-up stages. Please note that this device is not distributed in the united states.

Manufacturer narrative:
Evaluation results: (myocardial infarction, thrombosis). Conclusion: other (lack of info). (Required secondary intervention).